Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, moderately calcified 'shunt for hemodialysis' in the left cubital. During the 2nd inflation, the balloon ruptured at 5 atms. The procedure was completed with a different device. No pt complications were reported. Pt's status reported as "good".